Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located approximately 2cm proximal of the valve, and the observed damage which is characteristic of this failure type included: 's' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface. The catheter material was visibly lighter in color at the fracture site as well.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyj1537 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that on (B)(6) 2015, alleged leakage was found on the catheter part within the body, which was said to be located within about 2 cm of the puncture site at 40 cm of the catheter. During the maintenance, the nurse reportedly found the puncture site had an alleged leakage when preflushing the catheter in the ward. Later, through the consultation of IV team, alleged leakage was said to be found after 3 cm of the catheter was reportedly removed out. Then nurses reportedly cut off the leaking part and used the rest as general fluid infusion. On the next day, the catheter was said to have been removed on (B)(6) and handed to the personnel.